Event description:
In an attempt to cross lad lesion with a stent, stent would not cross and deploy. System was removed, stent had separated from the balloon. Stent was located in aorta and attempt to retrieve it was unsuccessful.